Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that she cleared the alarm, completed the rewind sequence, and continued the bolus delivery. The customer's blood glucose was 68 mg/dl, which was treated with a glucose tablet. The customer declined to troubleshoot for the low blood glucose, stating that she tends to have low blood glucose. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted during testing. The unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The insulin pump was unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. The unit was received with a cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked case at the display window corner.